Manufacturer narrative:
For regularization - retrospective review / FDA request. The plate was actually positioned upside down. Sensitization of the operators realized : an assembly test done at the next session to verify how it is possible to reverse the assembly and avoid this error reoccur. This incident remains very isolated (no recurrence regarding this type of defect). The device has not been used.

Event description:
Fnc (B)(4). - for regularization - retrospective review / FDA request. Our sales representant forwarded information about a non conformity on pullup xl notified by dr (B)(6) : "after unraveling a large skein of threads, he found that the splice was assembled backwards".